Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after received multiple shocks. Decrease in r-wave and rv loss of capture was observed. It was noted that the device was sensing p-waves and r-waves on the v channel leading to arrhythmia detection. Lead dislodgement was confirmed on chest x-ray. Lead repositioning was unsuccessful due to helix extension failure. The lead was explanted and replaced without any issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the patient tolerated the procedure well and was stable during and after the procedure.